Event description:
It was reported that during a tracheostomy procedure the tracheostomy tube flange became dislodged from the tube. After confirmation of the tube placement, and verifying that the flange was no longer attached, the device was then replaced. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4)